Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: type of follow up - correction. H6: type of investigation - correction: remove code 3141. H7: type of remedial action - correction.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6)2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.